Event description:
Discrepant advia 2400 alt/ast results were obtained on one patient sample. The technician questioned the alt result and reran the sample on the same instrument. The incorrect result was not reported to the physician. There was no other patient intervention or adverse health consequence due to the discrepant alt/ast results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse determined that the cause of the discrepant alt/ast results was a misaligned cuvette segment. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.